Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had no power to station. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not power on due to a faulty drawer controller in auxiliary drawer 3.2. A field service engineer isolated the issue by unplugging components during power cycles and replaced the drawer controller to resolve the issue and made customer inventory the drawer. The system functioned as intended after the field service engineer repaired the device.